Manufacturer narrative:
According to the field, the rv lead will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited helix extension issues. When being tested through a pacing system analyzer, low sensing and high thresholds were observed. The rv lead also dislodged and thus the physician decided to replace the rv lead prior to pocket closure. No adverse patient effects were reported.